Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 the hospital reported that the cs300 intra-aortic balloon pump (iabp) reported to have an intermittently flickering screen.screen was not flickering upon initial inspection, but multiple biomeds confirmed they had seen the initial issue.no patient involvement reported. A getinge field service engineer (fse) replaced display screen.unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The failure analysis and testing dept. Received part number 0160-00-0113 rev. B, sn (B)(6), with a reported unit failure of the display flickering. The fat performed a visual inspection and found the part to be in good condition the fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00 0689 rev w. Could not confirm the flickering display after having the machine on for an hour. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the customer discovered that the cardiosave intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.